Manufacturer narrative:
Results: the pusher assembly of the pod5 was kinked at approximately 5.0 cm from its the proximal end. The pet lock was intact on the proximal end of the pusher assembly and the embolization coil was intact to the distal tip of the pusher assembly. The embolization coil was undamaged. Conclusions: evaluation of the returned pod5 revealed a kinked device. The complaint reports the pusher assembly catching on a hospital employee gown, which likely contributed to the pusher assembly kink. If the device is mishandled during preparation, damage such as a kink may occur. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the proximal end of a pod5 pusher assembly became snagged on the hospital fellow's gown upon removal from the dispenser hoop and was bent. The damage to the pod5 occurred prior to use and therefore, the pod5 was not used in the procedure. The procedure was completed using a new pod5.